Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the tubing was separated from the third y-site clearlink in the upstream part. The reported condition was verified. The cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink duo-vent continu-flo solution sets separated where the tubing meets the y-site port. The separation occurred when the nurse went to hand the fluids and when they spiked the bags of fluids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.